Event description:
A consumer reported the patient had a reaction after having the implantable neurostimulator (ins) implanted, so it had to be explanted. Relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.